Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received therapy was restored and issue resolved.

Event description:
Additional information received indicated patient underwent surgical intervention on (B)(6) 2024, where the pocket was revised.

Event description:
It was reported patient experienced pain at the pocket site and is pending surgical intervention to address the issue.

Manufacturer narrative:
B3-date of event is estimated section a4: patient weight is unknown.